Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the secondary monitor for the central nurse's station (cns) stopped working and nothing was displaying. Nihon kohden technical support (nkts) performed some troubleshooting with the customer and found that the kernel-based virtual machine (kvm) was failing. Removing the kvm from the system allowed both monitors to operate as they should, resolving the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of the issue was determined to be a degraded kvm. The overall risk of this event, taking into consideration severity and probability, is high. The reported issue does not require further investigation through CAPA process since the issue was caused by the failure of a third-party accessory, and not due to nk device malfunction/deficiency.

Event description:
The biomedical engineer (bme) reported that the secondary monitor for the central nurse's station (cns) stopped working and nothing was displayed. Nihon kohden technical support did some troubleshooting with the customer and found that the kvm (kernel-based virtual machine) was failing and had them remove the kvm from the system. Then both monitors operated as they should. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the secondary monitor for the central nurse's station (cns) stopped working and nothing is displayed. Nihon kohden technical support did some troubleshooting with the customer and found that the kvm (kernel-based virtual machine) was failing and had them remove the kvm from the system. Then both monitors operated as they should. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the secondary monitor for the central nurse's station (cns) stopped working and nothing is displayed. Nihon kohden technical support did some troubleshooting with the customer and found that the kvm (kernel-based virtual machine) was failing and had them remove the kvm from the system. Then both monitors operated as they should. No patient harm reported.